Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 328 and 192 mg/dl. The customer's expected fasting blood glucose test result range is 113 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date at time of call is about one week ago. The meter memory was reviewed for previous test result history: (B)(6). Her blood readings were consistent with what she normally runs on her blood sugars but then she had to open a new vial of strips and that is when she started to get the high blood readings on her meter. She ran control several times to check the meter and strips and the control was always in range. Customer normally only test in the morning as a fasting blood sugar and then at bedtime but if the blood sugars levels are high or low customer may does more test. Customer has not changes in the diet or medication.